Event description:
The lay user/pt contacted lifescan on july 19, 2007 and alleged that her one touch ultra meter was powering off during use. The pt reported that the alleged issue started on in 2007, at 12:45 pm. She also reported experiencing symptoms of blurry vision and dizziness (symptoms that can be associated with hyperglycemia) after the reported issue began. She did not receive medical treatment/intervention. Nor did she alter her diabetes medication regimen or take another related action following the meter issue. At the time of troubleshooting, it was verified that this was not a new product and that there was no meter trauma. The pt was educated on automatic shutoff, but the meter shutoff before the time was up. It was also discovered that the pt did not replaced the battery per the owner's manual (use error). She did not have a battery to replace at the time of troubleshooting. This complaint is reported because the alleged issue was not resolved with troubleshooting and the pt claimed she developed symptoms a day after the reported issue began. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.